Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during an abdominal scan on a male patient, approximately (B)(6), after about 19cc of contrast injection, patient complained that they were getting wet. Technologist checked the patient and noted that the 20ga IV catheter, which was secured to the patient with three pieces of tape, had pushed out of the patients arm causing an extravasation. The remainder of the contrast spilled on the patient and table. Patient stated the extravasation site was uncomfortable. Staff treated the extravasation site with a cold compress and patient was discharged with no other injuries.